Event description:
It was reported that a patient presented remotely with loss of capture on a right ventricular lead. Episodes of non-sustained rv oversensing were also noted. The issue was previously noted in clinic. Performing chest x-ray to confirm lead position, programming changes, and bring the patient in clinic was discussed. No patient symptoms were noted. The patient will continue to be monitored.